Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in mitral position where three days post-procedure, the device embolized to the iliac artery and the patient had surgical treatment to remove the pascal device. This patient had a torn chord (flail) on the medial side of the mitral valve that moved more towards the posterior side. The physician wanted to implant one device due to risk of high gradient or small mva. The clinical specialist recommended a second pascal to stabilize the first one, but the physicians were satisfied with the outcome. Also, the leaflet insertion was good and had more than 6mm leaflet inserted as far it could be seen. The initial mitral regurgitation (mr) grade was 3, and it was 1 post-procedure. Three days post-procedure, the device embolized and was in the iliac artery. The patient had surgical treatment, and the device was removed successfully.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h11.

Event description:
Additional information received stated that the flail was on position a3 with a very atypical movement. The inspection of the echo images showed that no typical implantation with a clocking of 2/8 or 3/9 was possible. The only way was to implant was with a clocking of 1/7. The physician stated he thinks that the atypical force on the device may have pushed the leaflets out of the retention elements and clasps. On post operative day 4, a control echo was done, and the team did not find the device anymore. The mitral regurgitation was like before the procedure. A device search was done, and it was found in the right femoral. After the embolization, the team tried to remove the device by snaring, but it was not possible due to tilting of the device. After several tries, the team decided to remove it with forceps and a 22f sheath, and they could remove the device successfully without any further harm to the patient.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 the complaint for implant detaches from both leaflets into vasculature (post procedure) was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that procedural conditions (inadequate leaflet insertion, difficulties with leaflet capture, anterior leaflet flail segment at the medial a3/a2 position) may have contributed to the reported event. However, a definite root cause was unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.